Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found that the hose for the heat exchanger had split resulting in the reported event. The technician replaced the hose, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their vision 1321 cart and utensil washer/disinfector onto the floor. No report of injury.